Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. The patient's pump was alarming or beeping. The patient stated the pump started to alarm on (B)(6) 2015 and the patient was "hurting so bad." It was believed the patient stated every year at the years end there's an issue with her insurance. The patient's healthcare provider was waiting on paper work. The patient did not know why it's alarming. The patient had called their healthcare provider and her insurance adjuster as well. On (B)(6) 2016 the patient further reported that they did not know the medications in their pump when they heard the alarm. The patient had gone to their healthcare provider to resolve the alarm and the pain they had experienced. Per the patient the reason the pump was alarming was they needed meds put in pump reservoir. The medications the pump was delivering, other medications the patient was taking at the time of the event, and the patient's pertinent medical history, not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that there was no medications in the pump at the time of the alarm. Per the patient the steps taken to resolve the alarm and the pain was to put meds in the pump and reset it. The reason the pump was alarming was because there was no medication in it.